Manufacturer narrative:
Additional information was received that the unit did not lose the ability to manually ventilate. There was no reportable malfunction. Additional information was received that the unit did not lose the ability to manually ventilate. There was no reportable malfunction.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve resulting in a loss of manual ventilation during pre-use checkout. There was no report of patient involvement.